Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  Though the patient noted a partially unbroken frangible during troubleshooting, that cannot definitively determine the cause of the system error 2367. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2367 (resume err critical error found) during use of the homechoice machine. According to the report, the patient stated that this occurred after cycling power to clear a system error 2217 and a check supply line alarm. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, the customer noted that a frangible on a supply bag had not been fully broken. The alarms were cleared and the device remained operational. There was no patient injury or medical intervention in association with this report. No additional information is available.